Event description:
Baxter france reports (rpts), "iatrogenic pneumoperitoneum arose during an ocpd therapy on a homechoice cycler, after a 15-month use without incident". Per affiliate, patient (pt) reported violent abdominal and back pain during apd treatment (tx), and simultaneously received a system error 2240 alarm. Pt was hospitalized "with abdominal meteorism and a complete stop of the gas transit". Per affiliate, physician and 2 surgeons ruled out an infection as the effluent was shown to be clear after the pneumoperitoneum was drained and infused with 1500ml of isotonic dialysate for 6 hours. Affiliate rpts prophylactic antibiotic tx was administered. The pt was given pd tx for 4-5 days; however, this was stopped 4 days after event date and the pt was placed on hemodialysis. The following day the pt was placed back on apd tx "without any difficulty and with a perfect tolerance". Affiliate rpts pt was sent home with new lot# homechoice sets and homechoice device and 7 days after event date, after 3 spd sessions with same program as in past, without incident. Further clarification from affiliate has been without incident. Further clarification from affiliate has been requested and will be submitted with follow-up report.